Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) reviewed the events and noted there was atrial undersensing resulting in the delivery of the therapy as the ventricular rate became greater than the atrial. Ts stated this was a combination of an atrial driven rhythm with true ventricular tachycardia (vt) episodes as well. Ts provided reprograming options. This device remains in service. No additional adverse patient effects were reported.